Event description:
The customer reported that the device keeps turning off even with different batteries and that the pins in battery compartment are bent. There was no report of pt involvement.

Manufacturer narrative:
(B)(4).